Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed troubleshooting low flow alert02 while arctic sun device was on patient. They were draining the pads. Had they cancelled this process and restart. The flow rate (fr) was initially 1.8lpm but quickly dropped to 0.4lpm. Guided to diagnostics screen showed that the system hours were 2894, pump hours, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.1lpm. Disconnected and reconnected, but they claim the right thigh pad will not connect to any port. Tried to start again with just three pads: inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.2lpm. Asked if they had another device to check these pads against and stated that device was also alerting low flow. Nurse confirmed patient came in at 10pm last night and has not left the room. Stopped therapy, drained and disconnected pads and placed device in manual control manual was not disabled on this device. Just fluid delivery line (fdl) inlet pressure (ip) was -7.1psi, circulation pump command (cpc) 49 percentage, flow rate (fr) was 1.8lpm. Added right chest pad, inlet pressure (ip) was -0 psi, circulation pump command (cpc) was 0 percentage, flow rate (fr) was 0lpm. They had stopped therapy, restarted manual control, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40 percentage, flow rate (fr) was 1.2lpm. Added left chest pad inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage, flow rate (fr) was 2.1. Added left thigh pad, inlet pressure (ip) was -5.8psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 2.2lpm. Disabled manual and tried restart again. Inlet pressure (ip) was still -5.9psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 2.4lpm. Suggested replacing that right thigh pad with universal pad for now. Pad lot number: ngkr3396. Advised complaints team would need this pad back for investigation. Advised they call back if they continue to have issues. Unclear if this issue was pad or device related. Biomed at the bedside troubleshooting an alarm 02 low flow. The device was on a patient in ICU. Confirmed therapy started around 10 pm last night. The device says therapy stopped. Had biomed empty pads and disconnected the pads. Walked biomed through enabling manual control, outlet monitor temperature (t1) was 18.8c, outlet control temperature (t2) was 18.8c, inlet temperature (t3) was 33.4c, chiller temperature (t4) was 6.1c, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.1psi, system hours were 3,361, and pump hours were 2,483. Informed biomed it appeared to be the circulation pump. Suggested they swap a new device on the patient and take this one to their shop for repair, s/n: (B)(6).

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause for the reported event could not be determined. Unclear if this issue was pad or device related. Biomed at the bedside troubleshooting an alarm 02 low flow. The device was on a patient in ICU. Confirmed therapy started around 10 pm last night. The device says therapy stopped. Had biomed empty pads and disconnected the pads. Walked biomed through enabling manual control, outlet monitor temperature (t1) was 18.8c, outlet control temperature (t2) was 18.8c, inlet temperature (t3) was 33.4c, chiller temperature (t4) was 6.1c, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.1psi, system hours were 3,361, and pump hours were 2,483. Informed biomed it appeared to be the circulation pump. Suggested they swap a new device on the patient and take this one to their shop for repair, s/n (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed troubleshooting low flow alert02) while arctic sun device was on patient. They were draining the pads. Had they cancelled this process and restart. The flow rate (fr) was initially 1.8lpm but quickly dropped to 0.4lpm. Guided to diagnostics screen showed that the system hours were 2894, pump hours, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.1lpm. Disconnected and reconnected, but they claim the right thigh pad will not connect to any port. Tried to start again with just three pads: inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.2lpm. Asked if they had another device to check these pads against and stated that device was also alerting low flow. Nurse confirmed patient came in at 10pm last night and has not left the room. Stopped therapy, drained and disconnected pads and placed device in manual control manual was not disabled on this device. Just fluid delivery line (fdl) inlet pressure (ip) was -7.1psi, circulation pump command (cpc) 49 percentage, flow rate (fr) was 1.8lpm. Added right chest pad, inlet pressure (ip) was -0 psi, circulation pump command (cpc) was 0 percentage, flow rate (fr) was 0lpm. They had stopped therapy, restarted manual control, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40 percentage, flow rate (fr) was 1.2lpm. Added left chest pad inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage, flow rate (fr) was 2.1. Added left thigh pad, inlet pressure (ip) was -5.8psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 2.2lpm. Disabled manual and tried restart again. Inlet pressure (ip) was still -5.9psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 2.4lpm. Suggested replacing that right thigh pad with universal pad for now. Pad lot number ngkr3396. Advised complaints team would need this pad back for investigation. Advised they call back if they continue to have issues. Unclear if this issue was pad or device related. Biomed at the bedside troubleshooting an alarm 02 low flow. The device was on a patient in ICU. Confirmed therapy started around 10 pm last night. The device says therapy stopped. Had biomed empty pads and disconnected the pads. Walked biomed through enabling manual control, outlet monitor temperature (t1) was 18.8c, outlet control temperature (t2) was 18.8c, inlet temperature (t3) was 33.4c, chiller temperature (t4) was 6.1c, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.1psi, system hours were 3,361, and pump hours were 2,483. Informed biomed it appeared to be the circulation pump. Suggested they swap a new device on the patient and take this one to their shop for repair, s/n (B)(6).